Event description:
It was reported that the pump shut off unexpectedly. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Troubleshooting with tandem technical support indicated that pump was placed into storage mode. Customer acknowledged and continued to use current pump.